Manufacturer narrative:
(B)(4). The valve is not available for evaluation, as it was implanted in the patient. However, a photograph of the reported issue was provided. The report of a stain on the outflow aspect was confirmed. The image evaluation was performed through one color image of the outflow aspect of the valve. One of the leaflets was observed to have a red-brown colored stain at the outflow aspect. It is unable to be confirmed if the stain was visible at the inflow aspect of the leaflet. The valve was observed to be attached to the handle, and sutures were observed around the sewing ring. There is currently insufficient information available to determine the root cause of this event. It is unknown whether the reported occurred during storage or prior to use of the product. There were no manufacturing issues identified with this valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a red stain was found on the leaflet of this bioprosthetic aortic valve at the time of implanting of this valve. The stain was observed on both inflow and outflow aspects. The valve was washed with saline but the red stain could not be removed. This valve was not returned for evaluation as it was implanted for the patient. The patient status was reported as ¿recovered.¿